Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt pressure when riding in car or boat or is around bluetooth enabled devices or generators and other electrical devices. Electromagnetic interference is suspected. The ipg system remains in use. No patient complications have been reported as a result of this event.